Event description:
The dental implant fx4012swc was removed on (B)(6) 2019 due to loss of osseointegration 4 years and 5 months after implantation. The patient has no significant medical history. The doctor noted bone resorption during explantation. The patient required another surgical intervention to recover.